Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The patient reported experiencing a prior gangrene infection in 2007 following heart surgery. The patient was unable to provide a lot number, therefore, a review of the manufacturing records could not be conducted. Regarding infection, the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be sent. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the patient: (B)(6) 2013: implant of a bard/davol flat mesh for a multiple abdominal wall ventral hernia repair. (B)(6) 2013: admitted to the hospital for an abdominal wall gangrene infection. (B)(6) 2013: surgical abdominal wall necrotic tissue debridement procedures with the bard/davol flat mesh partially explanted. (B)(6) 2013: surgical abdominal wall necrotic tissue debridement procedure with the bard/davol flat mesh completely explanted. The abdominal wall was left open. (B)(6) 2013: abdominal wall repair procedure using patient's leg tissue as a graft as well as a wound vac placement. (B)(6) 2013: transferred from the hospital to a short term rehabilitation facility. (B)(6) 2015: treated for a cyst in her abdomen and wound dehiscence at a wound care facility. The patient described her abdomen as very hard and distended, she alleges that she has been diagnosed with multiple abdominal ventral hernias, however, refuses to have any surgeon perform additional procedures to repair them. In addition, she alleges to have significant weight loss due to a very poor appetite.